Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins site had been itching and hurting for quite a while (the patient later clarified since implant). This week the skin around the ins was starting to get discolored. The patient stated that they do not have a manufacturer representative (rep) or a managing physician in their new area, but has a primary doctor and wanted to know if they could meet a rep there. The patient was provided the nas number and physician listings for the area. Patient reported that the circumstances that led to the itching, hurting and discoloration at the ins site was another infection. Patient notified their hcp, diagnostics ok, not red, warm, antibiotics prescribed. Continued use of cortizone-10 to help with itching/burning. The symptoms have not resolved completely. Infection, redness, warmth gone. Still itch and burns at times. Hcp recommended seeing implant physician. Patient added that the device does not hold charge for more that 3 days. Old device could go 6 or 7 days. It has irritated patient.